Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a sling was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 05/11/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure on (B)(6) 2007 to treat stress urinary incontinence, vaginal vault prolapse and a mesh was implanted. Concomitantly the patient underwent and anterior prolift, sling and posterior repair done on (B)(6) 2007. It was reported that post implantation patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. The patient underwent mesh excisions by the implanting surgeon on multiple dates including (B)(6) 2008. It was reported that on (B)(6) 2008: patient underwent the following additional procedure: laparoscopic cholecystectomy at the same facility. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/09/2016. It has been reported that following insertion the patient experienced infection urinary tract infection and atrophic vaginitis.

Event description:
Details: it has been reported that following insertion the patient experienced infection urinary tract infection and atrophic vaginitis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03224. The same patient is represented in each medwatch.